Event description:
The customer reported an unknown amount of fluid consisting of blood leaked onto the counter while running samples on the coulter lh 780 hematology analyzer. The customer indicated that the instrument did not generate any system error messages at the time of the event. The customer was wearing personal protective equipment consisting of gown, gloves, and goggles at the time of the event and no injury or direct exposure with the leak was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and confirmed the leak coming from a broken tubing at pinch valve vl48b. The fse replaced pinch valve vl48b and the broken black stripe tubing which was connected to the bottom of the differential mixing chamber to resolve the leak. Failure mode of the event is attributed to a broken black stripe tubing connected to the bottom of the differential mixing chamber. (B)(4).